Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient indicated that their original ins was removed due to an infection and then was later replaced. The patient was confused as to the manufacturer of their original scs (spinal cord stimulator) system. They stated that they thought the initial implant was another manufacturer¿s device. However, technical services discussed the possibility that the original implant may have been the device they had implanted from this manufacturer implanted in 2004 (as listed in registration). It was reviewed that likely this was the system that was removed due to the infection. The patient did not provide any symptoms. The event date was asked but was unknown. It was reported that the patient¿s current weight was (B)(6), but their weight at the time if the infection was unknown. No further complications were reported/anticipated.